Event description:
While doing a laser ablation of a left ureteral stone approximately a 2cm portion of the laser fiber broke off in the left kidney. This was retrieved and sent to pathology.this scope was being rented.